Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 30 months post implant of a bifurcated device and suprarenal aortic extension, a profuse endoleak was noted. A recent computed tomography scan a very significant leak apparently coming from the main body of the device. The main body was observed to be extremely extended, to approximately 43 mm in diameter. The physician has plans to reline the bifurcated device with an additional bifurcated. The patient is being monitored. Additional note: this patient had a prior event [2031527-2012-00105] where a computed tomography scan revealed a slight infolding of the aortic extension proximal edge, and a proximal type I endoleak as the aneurysm grew from 6.8 to 8 cm. The patient was treated in (B)(6) 2012 with a competitor's aortic extension and a balloon expandable stent which did not completely correct the endoleak. However, the endoleak resolved at 30 days post-op, as confirmed by computed tomography. At initial implant, the non- aneurysm neck was angled greater than 60 degrees, measured less than 15mm (off label use), with thrombus present in the proximal landing zone.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: product use was incongruent with the IFU due to the short (smaller than 15 mm in length), angled aortic neck (greater than 60 degree angulation), thrombus and calcifications within the landing zone; bilateral iliac stenosis and a tortuous left iliac artery; as well as deployment of the competitors' aortic extensions inside the endologix device. The angiogram image study from 03/15/2012 was not provided for this assessment, which was key in assessing whether or not the stent diameter had changed as a result of the proximal extension placement. This review substantiated the reported stent strut fracture and reduced the possibility of stent damage from an angioplasty during the proximal stent placement; angioplasties were not performed on the bifurcation or iliac extensions. The bifurcated stent demonstrated progressive remodeling and significant mural thrombus within the stent as early as 20 months post index, providing a new blood pathway. The strut fracture near the left lateral, posterior aspect of the bifurcation could have contributed to the slow dilatation of the bifurcated graft and reported endoleak. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all devices have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the cause of the containment of the blood lumen, as the bifurcated stent dilated beyond its expected 28 mm and the stent strut fracture, was not specifically identified, but may have been an outcome from thrombus progression within both the main body and cuff, aortic remodeling due to aneurysm progression, and/or unresolved endotension, and off-label placement of the competitors' devices, which would place unanticipated stress on the original stent graft. Because the endologix device exhibited no damage upon initial deployment, the stent damage appears most likely to be the result of the subsequent off-label interventions, although inconclusive.

Event description:
It was reported that approximately 28 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented urgently with abdominal pain. A surveillance CT scan reported an anterior neck pseudoaneurysm that was looped by bowel, but no endoleak was reported. There was evidence of a pan dilatation of the modular system and mural thrombus within both components. The greatest dilatation involved the distal bifurcated stent; the anticipated diameter was 28 mm, but this was measured to be 52 x 47 mm. A mip image demonstrated an unusual posterior stent strut that was situated vertically, involving the left lateral aspect of the bifurcation, which might have represented a strut fracture. One week later, the patient underwent stent relining with competitor's products and angioplasty. An incidental finding of a 30 mm occlusion of the distal left external iliac with involvement of the common femoral artery was identified and treated. Two attempts to dilate the previous competitor's stent in the proximal aorta resulted in two balloon ruptures, but were eventually successful. Competitor's products were placed with good result and no persistent endoleaks. The patient was discharged home in stable condition on post-operative day three. A surveillance CT scan done one month post-intervention, and 30 months post index, reported a disruption of the aortic neck pseudoaneurysm with no endoleaks. The aneurysm sac size was essentially unchanged since the intervention. Additional note: this patient had a prior event [2031527-2012-00105] where a computed tomography scan performed two months post index, revealed a slight infolding of the aortic extension proximal edge, and a proximal endoleak. The aneurysm sac size increased by approximately 20 mm as compared to the pre-index measurement (65 mm to 87 mm). Two competitor's aortic extensions were placed, which reportedly, did not completely resolve the endoleak immediately. Reportedly, a repeat CT scan thirty days later reported the endoleak resolved. The initial non- aneurysm neck was angled, greater than 60 degrees, measured less than 15mm (off label use), with thrombus and calcifications present in the proximal landing zone.